Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness presented to the hospital. Device interrogation revealed, the ventricular lead exhibited loss of capture, loss of sensing and low impedance. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.